Event description:
It was reported that an ilet bionic pancreas pump sustained a cracked touchscreen after being dropped, resulting in a hardware screen damage issue that prevented use of on-device shutdown, and a replacement was shipped with instructions for data sync and return of the original device. Symptoms included no reported adverse clinical effects, with a reported blood glucose of 119 mg/dl and no alerts or alarms. Outcomes included continued therapy management without hospitalization or medical intervention. Investigation included internal review of the report and processing of a replacement device. Investigation of this device revealed physical damage to the screen consistent with accidental drop impact, with no indication of device malfunction beyond the damaged display. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental drop.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.